Event description:
It was reported that the patient received a baclofen bolus due to a mistake in a refill procedure. The patient presented with symptoms of overinfusion progressing to loss of consciousness and coma. The hcp stopped the pump and maintained the patient¿s airway, breathing and circulation; the patient was intubated. The catheter and csf (cerebrospinal fluid) were aspirated. The hcp administered physostigmine. The pump was also aspirated as it was noted to be swollen and reddened. The patient outcome was reported as: ¿patient is now well. He is not in a coma any more. He has recovered from the overdose. Pump has been activated again (120 mcg/day of 2000 mcg/ml of baclofen¿.

Manufacturer narrative:
(B)(4)